Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the right ventricular (rv) lead was exhibiting high capture threshold. The procedure was completed using another rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted at the connector region due to the over torqued inner coil. Visual inspection of the lead did not find any anomalies. The cause of the reported event was isolated to the over torqued inner coil consistent with procedural damage.